Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a signal loss on (B)(6) 2018. Data was provided for evaluation. A follow up will be submitted after investigation is completed. No product was returned for evaluation. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the patient closed the mobile app.